Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit. Customer (B)(6) called in for help on 8100 unit when try to run pm test he gets bolus ail error. Check customer lines he said it new one only use five times on yesterday have him to swipe the ail sensor with soft dry cloth, made sure his setup correct had him power unit off then back on hole the tamper switch and system on button at the same time he did try to run the test again same error pop up, had him also run a low infuse at 125 start running then error pop up again same error every time he will need to replace the ail sensor on the unit. Open ir # (B)(4).